Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there a failure of the locking plate mechanism? =>yes. Did the issue occur during first activation? => no information. How was the case completed? => no information. Lot number if available. => no information. No further information will be provided.

Event description:
It was reported that during an unknown orthopedic procedure on (B)(6) 2017 a reservoir was attached to a drain. After the procedure, it was reported that the plate was not elevated in parallel when the suction was activated. The problem was not fixed when trying to reactivate the reservoir. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.